Event description:
It was reported that the insulin pump has issues during rewind. Insulin squirts out during the manual prime process. The blood glucose reading is 132 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a missing drive support disk. A cracked display window, cracked battery tube threads and cracked reservoir tube lip noted.